Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 378 mg/dl at the time of incident, 336 mg/dl at beginning of call, 336 mg/dl at end of call and then 302 mg/dl. The insulin pump screen next to rf icon and had blue circle with question mark and auto mode was off and then customer got insulin flow blocked alarm. The insulin pump was on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery. The customer reported air bubbles in infusion set. The insulin pump and reservoir will not be returned for analysis.